Manufacturer narrative:
Section d4 device information correction. Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On 17jul2025, no external power alarms activated consistent with losses of ac power while the system controller was connected to the mobile power unit (mpu). The alarms resolved when the controller was connected to battery power. The backup battery supported the system as intended during this time. The losses of external power did not affect the controller¿s ability to support the pump as intended. Provided information indicated that it was unknown whether or not a v-lock connector was in use at the time of event, and that the ac power cord did not come loose at the wall or from the unit, and that there was a loss of power to the patient¿s house at the time of the event, which was determined to be the root cause of the reported event. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The site was unsure if the mpu had a v-lock connector on the ac power cord, the patient equipment issued from a different implanting facility. The ac power cord did not come loose at the wall outlet or from the back of the unit. The patient reported a power outage at their house. The mpu was not removed from service or exchanged.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The log file captured power cable disconnect, low power hazard, and no external power while connect to the mobile power unit (mpu) on (B)(6) 2025 at 20:28 and 20:47. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s emergency backup battery functioned as intended. The alarms resolved upon to patient being switched to battery power.